Manufacturer narrative:
The insulin pump was received with a cracked display glass, bleeding screen, a cracked case and missing display window. No testing could be performed due to physical damage to the unit.

Event description:
The customer reported via phone call they had a damaged insulin pump. Customer's blood glucose was 80 mg/dl at the time of the incident. Customer stated that they had a low blood glucose and removed the pump. The customer opened the car door and the pump fell out. Customer stated that a car ran over the pump and the screen is completely cracked. Customer stated that the top of the reservoir compartment is broken. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.